Event description:
When inserting the excluder during the endo aaa, the tip broke off in the pt. The tip was quickly retrieved by doctor and removed intact. The (B)(4) sales rep was present and noted the defect and took pictures of the device.